Manufacturer narrative:
Product event summary: it was reported there were critical battery alarms while the batteries were fully charged. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the device passed visual examination and functional testing. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection but failed functional testing; the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. This is an additional observation not related to the reported event and likely due to a faulty integrated circuit that controls the battery. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation is being conducted on these communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4) / model #: 1650 / expiration date: 2015-02-28 UDI #: asku, return date: 2015-06-25, mfg date: 2014-02-28 not labeled for single use, (B)(4).

Event description:
It was reported that the patient experienced critical battery alarms while the batteries were fully charged. The batteries were removed from service and replaced. No patient complications have been reported as a result of this event.